Event description:
Pt noticed pain and a "clicking noise" about two months ago. Large 7mm stemmed tibial insert removed. Failed due to excessive medial wear and lateral fracture. Patella plastic found to be loose from metal. Patella revised and another cat no used on baseplate. Original surgery done at eglin afb and records not available.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was not destroyed/disposed of.